Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that there was a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the black box (bb) dates from (B)(6) 2015 -(B)(6) 2015. The black box data from the date of the complaint has overwritten. The current bb showed no evidence of intermittent power. The pump powered on with the returned battery cap which was able to fully tighten and measured within specifications. The battery compartment was intact. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.